Event description:
It was reported that the lead exhibited noise reversions and an increase in capture threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Boston scientific crm received information that this device was subsequently explanted. There was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by (B)(4) laboratory. Initial testing noted a possible performance issue concerning the longevity of this device. Additionally, this device is included in the shortened replacement window advisory ((B)(4) 2007).

Manufacturer narrative:
Final analysis found that the outer insulation was abraded at 5.5 cm from the connector pin, due to friction with another device. The abrasion could create a short between proximal coil and the pulse generator resulting in noise and capture anomalies. The outer insulation was also damaged at 17.5 cm from the connector pin.